Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument did not work from the beginning. A backup was used to complete the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed initialization test. Additionally, the vse instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument. Warning: blade may be exposed". The logs were reviewed and verified one homing failures with description "vessel sealer extended failed during homing on usm2." The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The vse instrument also failed the hard grip force test. The instrument was placed on an in-house system and failed on 2 attempts.